Event description:
It was reported by the customer that during patient monitoring, the device powered off on its own. The patient was only being monitored; therefore there was no compromise to patient care and no adverse event as a result of the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device; however, the reported intermittent failure was not duplicated. The main control keypad assembly was replaced as a precautionary measure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure was no determined.